Event description:
The literature noted that device related infections are a complication after cardiovascular implantable electronic device (cied) implant. The device system may need to be explanted, and if the patient requires device therapy a new system may be implanted. A retrospective review was performed for all patients at this institution where device system explant was required due to infection (january 2001 to october 2012) and new systems were re-implanted. The incidence of repeat extraction due to a second infection was then reviewed, and the incidence of a second infection leading to cied repeat extraction was increased within the first year after re-implantation. Specifically, of the 168 patients who had an initial infection requiring cied extraction, 66 of these patients had boston scientific devices. Of those 66 patients, 3 developed a repeat infection which required repeat extraction after re-implantation. The average characteristics for the initial infection requiring explant group (168 subjects) were: age 67 +/- 7 years; female 54; ejection fraction 43% +/- 17; diabetes mellitus 62 +/- 37; hemodialysis 8; pocket infection 137; bacteremia only 31; pacemaker 84, implantable cardioverter defibrillator (ICD) 60, cardiac resynchronization therapy (crt) device 24; average number of leads implanted 1.8 +/- 0.7. The average characteristics for the repeat infection requiring re-explant group (9 subjects) were: age 57 +/-20 years; female 3; ejection fraction 49% +/- 17; diabetes mellitus 2; hemodialysis 0; pocket infection 6; bacteremia only 3; pacemaker 5, implantable cardioverter defibrillator (ICD) 3, cardiac resynchronization therapy (crt) device 1; average number of leads implanted 1.7 +/- 0.7. It was noted the rate for a second infection was greatest within the first year of re-implantation (3.9% higher) when compared to the annual rate (1.2%) during the entire follow-up period. Study limitations and further considerations were discussed.

Manufacturer narrative:
Saeed, o., a. Gupta, et al. (2014). "Rate of cardiovascular implantable electronic device (cied) re-extraction after recurrent infection." Pacing clin electrophysiol 37(8): 963-968. Further information was requested from the article's author contact, however, no additional information was received.